Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited a pattern of oversensing on electrogram that was consistent with electromagnetic interference (emi). Reprogramming was performed to decreased the sensitivity. The device remains in use. No patient complications have been reported as a result of this event.